Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site as well as skin overgrowth and swelling. The patient has been treated with topical antibiotics (date and duration not reported). The implanted device remains.